Manufacturer narrative:
This is the second complaint reported for this finished goods lot; however the first for this issue. A review of the device history record indicates the order was built to specification. The returned sample was visually and functionally tested and passed testing. No contributing factors could be identified that could cause the customer's reported issue. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the sample met specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the aspiration failed during the ultrasound phase of a cataract procedure. The procedure was completed after replacing the cassette with another one. There was no harm to the patient. No additional information is expected.